Manufacturer narrative:
The pump passed the self test. Test p-cap locks properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. All buttons were tested for their functionality and all passed. Pump was cut open to perform visual inspection and found [evidence of physical/evidence of moisture damage/no evidence of physical or moisture damage] on the [locations]. The following were also noted during visual inspection: scratched case, stained keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked retainer, label damage, end cap address label missing, and missing display window/cover. Unresponsive buttons was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (updated analysis summary) with this report. Also, additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump passed the self test. Test p-cap locks properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. All buttons were tested for their functionality and all passed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked retainer, label damage, end cap address label missing, and missing display window/cover. Unresponsive buttons was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the buttons were stuck from the pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. The customer did not receive a stuck button alarm. The numbers are not ramping up on their own, the scroll bar isn¿t moving without input, and there was some response from the buttons. The customer was able to access the menu screen. The up or down arrow does not allow them to navigate screens. The customer mentioned that the issue occurred frequently. Buttons remained unresponsive after troubleshooting. No harm requiring medical intervention was reported. Instructed the customer to revert to backup plan per healthcare professional instructions and place pump in storage mode. Mmt-1712k was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.